Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the patient's pacemaker exhibited far-r wave oversensing. No intervention was made. The patient was in stable condition.